Manufacturer narrative:
(B)(4). The device was returned and investigated according to volcano policy. During examination of the returned pressure guidewire, it was observed that the hypotube and distal conductive band junction was bent and the wire hypotube was kinked at multiple locations. The corewire was exposed and was broken at about 11mm from the distal end and still attached to the radiopaque tip coil. No pieces of the corewire or any parts were missing. Since the physician reported feeling resistance, the physical specifications and integrity of the device were verified. The diameter of the flexible coil was measured at different points and it was found to be within the acceptable criteria. The hydrophilic coating on the flexible coil was also good. Verification of the device movement issues was not performed because the corresponding torque device was not returned. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. The patient was discharged from the hospital according to the original treatment plan and is in very good condition. This event is being reported as it is not possible to determine when the corewire became broken/separated. The manufacturer requested a copy of the angiogram for clinical affairs review. Once this review is completed, a supplemental report will be submitted.

Event description:
It was reported that the customer prepared the pressure guidewire without any issues. When the pressure guidewire was advanced through the rcx proximal (around 1/2 mm from the ostium) and middle rcx which were stented some years before, the wire could not move forward through the middle stent and the physician felt some resistance. The physician observed through the angiogram that the 3 cm wire tip appeared apart without the radiopaque tip and was extended. Another pressure guidewire of the same model was used and the procedure was completed. There was no patient injury and no adverse events reported. The pressure guidewire was received and during evaluation, it was observed that the distal tip corewire was broken and exposed.